Event description:
An initial sps result was obtained for one patient sample on an immulite 2000. Per laboratory criteria, the sample was rerun, yielding a discordantly (B)(6) result. The sample was recentrifuged and repeated, with the result being similar to the initial result obtained. The initial value was reported to the physician. There is no known report of treatment given or withheld based on the discordant sps result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc contacted a siemens technical support engineer (tse) who performed an investigation of the instrument files and determined there were no issues that indicated a cause for the (B)(6) sps result and no issues noted in the files that indicated an instrument issue during the time the sample was processed. Additionally, the tse determined that controls and adjustments were acceptable the day of and prior to the sample run. The cause of the discordant sps result is unknown. The system is running within specification. No further evaluation of the device is necessary.